Manufacturer narrative:
(B)(4). It was reported that during ablation in the right atrium (rv), at the 17th application the catheter tip temperature was very high, 48c and the power didn't exceed 3 watts. Impedance was normal all the time, ranging from 110 to 120 ohms. The catheter was removed from the patient and visually inspected and it was found that no irrigation was coming through the tip. The catheter was replaced with a same like product and the case was completed without any patient consequence. There was ablation on 2-3 applications with few seconds duration was delivered at incorrect temperature. The temperature cut-off function properly and it was 48c. The generator was in temperature control mode. There was¿ temperature too high¿ error on stockert but the ablation was not cut off. Hence, the event became reportable. Per the event description, the unit was service and no errors were found. Functional and safety test was performed as well as the preventive maintenance. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. The reported condition could not be confirmed.

Event description:
It was reported that during ablation in the right atrium (rv), at the 17th application the catheter tip temperature was very high, 48c and the power didn't exceed 3 watts. Impedance was normal all the time, ranging from 110 to 120 ohms. The catheter was removed from the patient and visually inspected and it was found that no irrigation was coming through the tip. The catheter was replaced with a same like product and the case was completed without any patient consequence. Upon follow up, bwi received the information on (B)(6) 2013 (which changed the alert date) that showed there was ablation on 2-3 applications with few seconds duration was delivered at incorrect temperature. The temperature cut-off function properly and it was 48c. The generator was in temperature control mode. There was¿ temperature too high¿ error on stockert but the ablation was not cut off. Hence, the event became reportable.

Manufacturer narrative:
The concomitant product: smart touch bidirectional, model# d-1327-05-s, lot # unknown (not marketed in us). (B)(4).